Event description:
On (B)(6) 2013, reporter contacted animas, alleging that the display screen was fading. Reporter stated that the issue happened gradually and was not resolved with battery change. Reporter denied that there was trauma and moisture exposure to the pump. There was no indication that the product caused or contributed to an adverse event. This complaint is being reported because the issue remained unresolved.

Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.